Manufacturer narrative:
B5-the reporter indicated that a 13.2mm tmicl 13.2 of -7.0/2.0/089 (sphere/cylinder/axis) implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2020. The surgeon reports a white fibrous membrane adherent to posterior icl. The patient experienced blurred vision and durezol drops were prescribed. The surgeon tried to remove membrane with low power laser energy anterior to icl with no success. The lens was explanted on (B)(6) 2020. D6a- (B)(6) 2020. H3- device evaluation: lens returned in a specimen cup with residue on product. Visual inspection found no visible damage to lens and residue on lens. H6- health effect: 4624- low power laser energy anterior to icl. Corrected data: g4- in previous MDR should be corrected to 14-oct-2020. H6-type of investigation code 4110: updated erial number lens work order search: no additional similar complaint type event(s) within associated lots were found. Claim# (B)(4).

Manufacturer narrative:
Additional information: d4: reported as (B)(6). Updated / corrected to (B)(6). D9: reported as no. Updated / corrected to yes, 04/nov/2020. H4: reported as 11/oct/2018. Updated / corrected to 29/oct/2018. Claim#: (B)(4).

Manufacturer narrative:
No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, tmicl13.2, -7.00/2.0/111 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2020. Blurred vision and possible refractive surprise was observed. Reportedly, "a white fibrous membrane adherent to posterior icl." Lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.